Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated that customer received the following results on the aviva nano system within 9 minutes: 494 mg/dl and 120 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been used up will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). The customer initially contacted the manufacturer on (B)(4) 2013, however, the information about the reportable discrepancy was not provided to the manufacturer until (B)(4) 2013.